Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth. In this case, the procedure was due to stenosis although what caused the stenosis was not provided. Minimal information regarding this procedure has been made available and subsequent attempts to get additional information regarding the condition of the device at the time of the intervention or information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the intervention remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned of a failing 27mm aortic pericardial valve that required the implant of a 29mm sapien 3 transcatheter valve to correct aortic stenosis. The implant duration of the failing 27mm aortic pericardial valve was ten (10) years, one (1) month and eighteen (18) days. No additional information has been made available.

Event description:
Through follow up with the health care provider, medical records were provided. Her history of present illness states: this is a (B)(6) year old female patient with a history of 3 open-heart surgeries for aortic valve replacement, first one being in 1991. She underwent aortic valve replacement due to bicuspid valve. In 1994, patient underwent ross procedure secondary to endocarditis. In 2005, the patient underwent a third sternotomy for aortic valve replacement for repair of ascending aorta. Given that she has had 3 prior open heart surgeries, dr felt she would be a better candidate for tavr.